Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report recurrent loss of prime warnings with the subject pump. The reporter claimed that the patient¿s blood glucose (bg) tested ¿over 600 mg/dl¿ while in school due to the patient not getting her insulin as a result of loss of prime warnings. The patient¿s mother reported that the patient was treated with injection in response to high bg. At the time of troubleshooting, the reporter denied any power loss to the pump. In addition, the patient denied any issues with loose cartridge cap or change in temperature and force. During review of alarm history, the patient¿s mother found occlusion alarms that coincided with loss of prime warnings. The reporter stated she was not aware of the occlusion alarms. The reporter changed the pump¿s cartridge and confirmed she was able to bolus and prime into the air without obtaining any alarms. The animas representative educated the patient¿s mother regarding causes of occlusions. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient¿s alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm till a later time. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during investigation, a review of the history showed the last basal delivery was on (B)(6) 2013. The black box and alarm history showed multiple occlusion alarms due a high force on the reported event date. The total daily dose added up correctly and equaled the user¿s programmed basal target. The pump powers on and displayed the verify screen. The ¿ez-prime¿ steps were performed successfully. During testing, the force sensor calibration was found to be out of required specifications. The pump was primed and exercised for 24 hours with no occlusion alarms occurring. The pump passed the delivery accuracy test successfully. The pump¿s cover was removed and there was no intermittent condition found to the force sensor circuit and no contamination was found to the force sensor plate. The force sensor resistance was within specifications. The issue of loss of prime alarms was confirmed in the history but was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.